Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Cracked at 2 places under seat at the ridge 2nd over on each side. Cracked all the way through and would pinch consumer cheeks.